Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an 5 plus cm abdominal aortic aneurysm. Aneurysm morphology at the time of implant is unknown. It was reported 27 months post stent graft implant the CT demonstrated that the graft had migrated 3cm, and an aortic cuff was implanted. The aortic neck diameter was reported as reverse funnel shaped (20mm at the level of the renal artery, 24mm at the top of the graft); however, no endoleaks were observed. Continued surveillance during the next 2.5 years showed a stabilized 6cm abdominal aortic aneurysm, with no reported endoleaks. The patient recently presented to emergency with severe chest and abdominal pain, and was found to have a myocardial infarction and a type 1 endoleak resulting in expansion of the aneurysm which required emergent conversion. At the time of explant, it was reported that the proximal type 1 endoleak was between the main body and aortic cuff due to the enlarging proximal neck of the aorta. It was also noted that the proximal neck was severely tortuous. The proximal half of the aortic cuff and distal iliac limbs were firmly attached to the vessels, and therefore transected and left in the patient. Medtronic has received the explanted stent graft and the analysis has been completed. The exact cause of the graft migration, type 1 endoleak and aaa expansion cannot be confirmed. However, it is likely that these events may have occurred due to the reported disease progression resulting in expansion of the aortic neck, and the angulated & reverse-funnel shaped aortic neck. No graft integrity issues were found. The amount of graft overlap between the aortic cuff and the main body could not be verified, as the cuff was received detached from the bifurcate and transected at mid-length. No additional clinical sequelae were reported and the patient is fine.